Event description:
It was reported that during follow-up, data logs revealed noise on the atrial lead. An electrocardiogram confirmed noise and auto mode switch episodes. The noise was not reproducible with pocket manipulation or arm movements. The patient was asymptomatic. The device was reprogrammed and the patient would be monitored.